Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently depleted quickly. Resulting in the pump shutting down. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump erased the programmed settings. There was no impact to customer¿s blood glucose. The customer continued to use the pump for insulin therapy.